Event description:
(B)(4) since having essure put in (B)(6) 2009 I've had severly heavy periods which I have to miss work for. I've been to hospitals due to left lower abdominal pain with them not seeing anything that could be wrong. My teeth are falling out, my hair is falling out. I have absolutely no energy to take care of my kids anymore. I'm sick all the time. I'm in the process of finding a specialist to be referred to by my family dr since she can't take them out herself. She is 100% sure it's essure because nothing else is wrong. I tested positive for a nickel allergy a little over a month ago, but was never tested before procedure. I was told in was reversal up until out of surgery then nurse confirmed to my then husband it was not. Medicaid paid for the procedure but didn't pay for the dye test following. All my hospital visits were not covered and now my checks are being garnished. I've never even seen were they are located. The dr that put them in will not see me. I live in pain everyday and now my appearance is going right along with my health. Please help me